Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information (infection location, treatment, resolution), explant date, and patient weight. Further information was requested but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2020-01801, 1627487-2020-01802, 1627487-2020-01803, 1627487-2020-01804. It was reported that patient experienced infection at unknown location. As a result, patient underwent surgical intervention on unknown date, wherein the entire scs system was explanted. It is not known how the infection was treated. It is not known which devices were liable, so all devices are being reported.